Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing pump failure and was being hand pumped. The pt was placed on the system controller and power base unit in order to obtain waveforms, and during this time, no further alarms were reported. Waveforms analysis showed some anomalies present. Vent filters were requested by the manufacturer and the evaluation results appeared to show a high amount of copper which is an indication of follower bearing wear. Slight amounts of chlorine were observed, indicating fluid ingress into the filter foam. These findings appear to indicate the pump was nearing end of life. The pt had a cardiac catheterization that showed a cardiac output of 6ipm at a beat rate fixed at 70bpm. The pt unfortunately passed away the following day.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.